Manufacturer narrative:
It was reported that the clear plastic tip of a reprocessed ethicon b5lt 5mm trocar broke off as the surgeon was pulling the trocar out of the cannula, which was still in the patient's abdomen. The surgeon was able to locate the detached tip and retrieved it from the patient without further incident. There was no report of adverse patient consequence or prolonged anesthesia related to the incident. The sample was returned for evaluation and it was confirmed that the device was reprocessed. The complaint was confirmed however; a root cause could not be determined at this time. Due to the reported incident and in abundance of caution, this medwatch is being filed. If additional relevant information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that the clear plastic tip of a reprocessed ethicon b5lt 5mm trocar broke.